Event description:
The user facility reported insufficient gas exchange in the capiox rx25 device prior to the procedure. Follow up communication from the user facility reported the following information: (1) after priming the cardiopulmonary bypass circuit, blood gases were completed with 4l/min air/o2 at 80% with a sechrist blender for 5 minutes; (2) result co2 had been removed, however the po2 197mmhg a second and third gas was done with po2 readings 210mmhg; (3) the oxygenator was changed out; (4) the new oxygenator quickly returned improved o2 gas transfer; (5) using the same circuit, hlm and o2 blender and gas flows, this second oxygenator produced better blood gas result po2 546mmhg; (6) there was no patient involvement; (7) the case proceeded with the second oxygenator with no further gas transfer issues; and (8) the procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00019 to provide results from further evaluation of the returned sample. Visual inspection of the actual sample upon receipt found that it did not have any break which would have been a trigger of a gas leak or insufficient gas transfer and there was no presence of blood. The actual sample was rinsed, dried, and built into a circuit. Two (2) liters of saline solution was filled in the circuit and then circulated in it at the flow rate of 4l/min., v/q=1 and fio2=20%. Po2 measured after the 5-minute circulation was 148mmhg. Subsequently, two (2) liters of saline solution was circulated in the circuit at the flow rate of 4l/min., v/q=1 and fio2=80%. Po2 measured after the 5-minute circulation was 542mmhg. The actual sample was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol, no anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the manufacturing specifications. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production-related anomalies or discrepancies in the shipping tests' results. A search of the complaint file did not find any other report with the involved product/lot# combination. The actual sample, after having been rinsed and dried, was verified to be the normal product with the normal gas transfer performance. Although the exact cause cannot be determined based on the available information, it is likely that the gas insufflated during priming of which fio2 was not at 80%. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00019 to provide the sample evaluation results.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f)(11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly in the appearance. A review of the gas transfer performance test results of the oxygenators in which the fiber of the same fiber lot number as that of the fiber built in the actual sample was built in confirmed there was no nonconforming in the test result. A review of device history record and product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production related problems in the shipping tests results. A search of the complaint file found no other report with the involved product code/lot# combination. The actual device was returned to the manufacturing facility and further evaluation is currently in progress. A follow up report will be submitted when the investigation is complete. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).